Manufacturer narrative:
H4: the lot was manufactured may 15, 2023 to may 17, 2023. One (1) device was received for evaluation. The remaining device was not returned; therefore a device analysis could not be performed for that sample. Visual inspection of the returned device revealed that the bladder was ruptured. The ruptured bladder was examined to identify any issues that could have caused the rupture; no signs of abnormality were observed. The reported condition was verified. The cause of the condition could not be determined; however, possible root cause is due to inherent variation in the material from manufacturing, as bladders are manufactured with rubber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder two (2) small volume folfusors ruptured during filling at the lowest setting. The devices were filled with sodium chloride (nacl) 0.9%. There was no patient involvement. No additional information is available.